Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the biometric identifier (bio-ID) fingerprint scanner worked inconsistently. A technical support specialist (tss) uninstalled the existing lumidigm device service, installed the updated lumidigm driver package, and verified that the bio ID sensor was detected and using the latest drivers. The tss confirmed that the lumidvcsvc service was installed and running, then rebooted the station to complete the repair. Customer experienced intermittent bio ID fingerprint scanner issues, requiring users to back out and retry multiple times. The fse (field service engineer) visited the site and updated the bio ID drivers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es rmmpicupx1 biometric identifier (bio-ID) fingerprint scanner was not consistently functioning and failed to reliably recognize users. Users had to attempt login multiple times, and in some instances, had to exit and retry the login process several times. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.